Event description:
According to the reporter, during laparoscopic procedure, the device did not fire. The surgeon was not able to press the green button and was not able to squeezed the handle. To complete the case, the surgeon replaced with a new product. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.